Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the reported event (pump rotating easily within the standard apical cuff) could not be conclusively determined through this evaluation. The reported event could not be confirmed as no product was returned for evaluation. Review of the device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 lvas IFU contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the original standard apical cuff was used for implantation. Despite proper and compliant pump connection to the cuff, the pump was rotating. No bleeding was visible between the pump and cuff so the surgeon decided to rotate the pump in a safe position until pump could not rotate anymore. The outflow graft was guided through sinus transversus and connected to ascending aorta. The patient is currently in stable condition and was extubated and discharged from the intensive care unit to a care station. There have been no pump-related issues since implantation.